Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that during a total hip procedure, the impactor when screwed onto the shell did not make complete contact for a flush fit between the cup and impactor. The surgeon completed the case without delay and stated that he wanted a new impactor for surgeries going forward. This was for an accolade hip.

Manufacturer narrative:
An event regarding excessive thread length involving a universal impactor/positioner was reported. The event was not confirmed. Method & results: device evaluation and results: the image provided showed that a thread broke off the tip of the impactor. Medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar event has been reported for the subject manufacturing lot. Conclusions: the reported event cannot be confirmed however, the image can confirm thread damage. The investigation determined that the reported failure has been previously investigated.

Event description:
It was reported that during a total hip procedure, the impactor when screwed onto the shell did not make complete contact for a flush fit between the cup and impactor. The surgeon completed the case without delay and stated that he wanted a new impactor for surgeries going forward. This was for an accolade hip.